Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that thee went to the hospital for high blood glucose of almost 500 mg/dl. The customer also indicated that low blood glucose was experienced but did not provide the value. Customer does not recall any significant events leading to the error. The customer declined to troubleshoot. No further information was provided.